Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation, the trunk cable connector was damaged and the orange (+5v) and black (main batt) wires were open inside of the connector. The root cause for the broken connector wires could not be positively identified but was likely excessive force. No adverse event resulted from the open connector wires. The pt received a replacement electrode belt.